Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported a sensor reading of 69 mg/dl against a competitor capillary result of 311 mg/dl. The customer was experiencing symptoms of fatigued, "heaviness", excessive urination and thirst, and headache. The customer went to a hospital where a healthcare meter result of 450 mg/dl was obtained against sensor reading of 131 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and treated with serum via IV. There was no report of death or permanent injury associated with this event.